Event description:
There was a failure of the device to close. The grey button fell off the device and the blades did not close.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.